Manufacturer narrative:
Corrected data: b5: implantation date: (B)(6) 2020. D4: model: vticmo12.1. Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.50/2.074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a spheric lens due to lens rotation no associated to low vault and the problem was resolved. Reportedly, "lri will be performed for astimatism."